Event description:
It was reported that the okay keypad button was unresponsive to user presses. No other information could be obtained from the reporter.

Manufacturer narrative:
(B)(6). The pump has been returned to animas for evaluation. Investigation is not yet completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An evaluation shall be completed and a supplemental report will be filed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint regarding the ok keypad button could not be confirmed or duplicated. Investigation revealed that the audio bolus button is detached. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.